Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016, to implant a permanent scs system. The physician attempted to implant a lead but was unable to navigate it to the desired location due to scar tissue. The procedure was abandoned after approximately 45 minutes. The patient will be referred to a neurosurgeon for a paddle lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This issue was also reported under reference MFR report: 3006705815-2016-00343.